Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unapproved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model is only qualified for use in specific cartridges. The root cause is most likely related a failure to follow the dfu. The account used an unqualified lens/monarch combination. The use of unqualified combinations may result in delivery issues and/or damage.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare worker reported a haptic that detached from the optic of a lens following an intraocular lens (iol) implant procedure. The lens was removed and replaced during a second procedure. The sample is not available. Additional information has been requested.